Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During investigation of the device to determine root cause, the technician observed external damage, corrosion and residue within the manifold and on the smart pneumatic module (spm) board consistent with mis-handling. It is recommended that all damaged parts be replaced as a precaution. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed a "compressor failure -1001 " error message. Complainant indicated that there was no patient involvement in the reported malfunction.